Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Visually inspected and verified the insert has water and vibration meets spec. The insert was tested on a digital thermometer, gauge # 6116, due date: 07/31/19. The temperature is 94.40° degrees. Specification states not to exceed 118.4° f. (Per frs-9175 rev 9.) Insert does not get hot. Insert has a bend in the lamination stack and does not meet spec.

Event description:
While using a 30k fsi-pwr-1000 insert, the insert tip gets hot easily and will only work on low power setting; no injury resulted.